Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device activated without pressing the toggle switch and the device would not shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital will reportedly not be returning the product in question as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. While we are unable to confirm the reported complaint, the reported failure mode remains under investigation. The following two immediate remedial actions were taken as an interim step, while the root cause of the issue is being investigated. The work instructions associated with the soldering and handle assembly processes were updated to add enhanced visual inspection. Additionally, all hemopro devices which were in process were inspected per the enhanced visual inspection. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).